Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the blood glucose device. At unknown time, the customer received a blood glucose result of hi mg/dl (which on the system indicates a result in excess of 600 mg/dl) on her aviva combo system. The customer experienced elevated blood glucose symptoms of stiffness, pain, and vomiting. The customer's husband transported her to the emergency room. At the hospital, the patient was treated with an IV to lower her blood glucose; however, the customer could not recall what type of medication was administered through the IV. The blood glucose results obtained on the hospital meter were not provided. The customer alleged that the high blood glucose was caused by the meter and pump having not communicated and this communication affecting her active insulin. The customer was in the emergency room for approximately 5-6 hours, and was not admitted into the hospital. Customer also mentioned that she was admitted to the hospital in the past due to high readings, due to the same issue. Customer would not provide any further details. The suspect device is not being returned for product evaluation.